Event description:
Information was received that the left ventricular (lv) lead exhibited high pacing threshold measurements. This lv lead was surgically capped and abandoned. No adverse patient effects were reported.